Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Additional information received that the reason for revision was that the patient had recurring incontinence. The device appeared to function normally. The device was implanted approximately 4-5 years ago.